Event description:
The customer called to report the ventilator was on a patient and it shut down, then restarted. The screen turned black. The ventilator was on a patient. No patient harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer performed functional testing per the service manual and the ventilator passed. Customer was unable to duplicate the reported issue. The ventilator passed testing and has been approved for use.

Manufacturer narrative:
The customer contacted technical support to check on the status of a cpu pcba order and was advised that the part is on back order. A good faith effort was made to the customer who clarified that after previous communication, they did find an error during testing that lead the customer down the path of suggesting to replace the flow sensor assembly as well as the cpu pcba. Customer cannot recall the specific error code. Customer confirmed he attempted to order cpu pcba 2.10 however that is on back order. Customer did get a flow sensor assembly, however he is holding off on repair/troubleshooting until the cpu pcba is received. Customer confirmed the date of issue was 25may2022 and provided the event info that was obtained from the end user facility as well as the error log. The end user facility reported the ventilator shut down and restarted while on patient. During check, changed fio2 from 90% to 80%. Machine turned black then almost immediately turned back on. Settings the same-alarm silent disarmed. Turned whole machine off then back on-alarms back to normal. Respiratory therapist (rt) was present in room. The event log was received and reviewed by philips. The event log confirms the device did an unexpected restart by evidence of diagnostic codes 1101 and 3007. If diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The event log does not show anything that suggests a flow sensor failure.